Manufacturer narrative:
No capture was not included in initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13040. It was reported that the left ventricular lead was dislodged since (B)(6)2010. The lead was capped and replaced on (B)(6) 2019. All measurements were normal. When the lead was connected to the chronic implantable cardioverter defibrillator, no capture was noted on the left ventricular lead. The device was explanted and replaced. The new lead was connected to the new lead and capture was seen. Patient was stable.